Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the device was explanted due to an infection. The patients condition is good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Additional associated product: 6947,tdg122108v. Device evaluation anticipated, but not yet begun